Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead was discovered to have dislodged via a chest x-ray prior to the patient undergoing an ablation procedure. The physician successfully repositioned the lead.